Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cardiosave intra aortic balloon pump(iabp), retractable line cord jammed and will not retract. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h6 codes (investigation types, findings, conclusion), h11. A getinge field service engineer (fse) after checking found that the power cord jammed and will not retract. Fse untangled line cord from reel. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.